Event description:
A surgeon reported that the irrigation and aspiration handpiece had defective aspiration during a surgery procedure. No pt harm was reported. Add'l info received indicates that when the handpiece was tested in a cup, there was no aspiration and no bubbles. The eye was still irrigated. The surgeon competed the case with a different handpiece and reiterated that there was no harm to the pt.

Manufacturer narrative:
A sample has not been received for eval. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the sample was released according to the MFR's acceptance criteria. The MFR performs a 100% final inspection for this product. A root cause has not been identified. (B)(4).